Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a "battery connection alarm" when the controller exhibited power switching. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) and controller ac (cac) adapter (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and cac adapter revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors and momentary disconnections. Log file analysis did not reveal any premature power switching events involving a controller ac adapter, however multiple momentary disconnections were found involving an ac adapter. Momentary disconnection will result in an audible tone or "beep"; which may correspond to the reported "battery connection alarm heard" within the analyzed period. As a result, the reported event was confirmed. Furthermore, review of the event log files revealed a controller power up event on (B)(6) 2018, at 20:25:29. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2) with 87% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). A second controller power up event was observed on (B)(6) 2018 at 23:04:26. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2) with 69% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and an adapter was connected to power port two (2). Several momentary disconnections were recorded leading up to both losses of power. The controller was without power for 8 seconds and 11 seconds, respectively. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported "battery connection alarm" is most likely attributed to momentary disconnections between the controller and power sources. Internal investigations were opened to evaluate momentary disconnections and to capture events involving the controller losing power. Other devices involved in this event: d1: heartware ventricular assist system ¿ controller ac (cac) adapter d4: controller ac adapter / (B)(4) / model #: 1430de / expiration date: 2018-05-17 UDI #: (B)(4). D10: yes, return date: 2018-02-20 h3: yes h4: mfg date: 2017-05-17 h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 32113 h6: FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller ac (cac) adapter was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The returned controller passed visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that there was a controller power loss.